Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient underwent a trial procedure however the procedure was unable to be completed due to the needle placement being incorrect. As a result, the procedure was abandoned and implant procedure was not completed. Patient was stable.